Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device produced an incomplete cut; however, the repair was not completed because the device is not repairable. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh on previously recovered cadaver skin. Cutters being sent back for review only. Investigation showed the cutter did not pass the mesh test. No adverse event was reported as a result of this malfunction.